Manufacturer narrative:
Stryker contacted the customer regarding the status of their device. The customer informed stryker they did not have any further information on the reported issue or what device was involved. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not turning on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.